Manufacturer narrative:
Initial reporter address (B)(6).

Event description:
It was reported that device entrapment occurred. The mildly tortuous and moderately calcified vessel was located in left anterior descending artery. An opticross 6 hd catheter was used for ultrasound examination of the target lesion. During the procedure the catheter became stuck with the guidewire and could not be retracted. The guidewire and catheter were both removed from the patient together as a unit. After removal, it was noted that there were multiple kinks in the wire. The procedure was completed using another of the same device. There were no patient complications.

Event description:
It was reported that device entrapment occurred. The mildly tortuous and moderately calcified vessel was located in left anterior descending artery. An opticross 6 hd catheter was used for ultrasound examination of the target lesion. During the procedure the catheter became stuck with the guidewire and could not be retracted. The guidewire and catheter were both removed from the patient together as a unit. After removal, it was noted that there were multiple kinks in the wire. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter address (B)(6). The device was returned for analysis. Visual inspection revealed no issues, the device appears to be in good conditions. Microscopic inspection revealed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.